Event description:
In review of this event, there was nothing defective with the coblator, however given similar incidents have occurred in the past with this device, the organization wanted to submit the event to medsun for awareness. There was no issues with the specific coblator involved in this case as this is more of a general "for your information" regarding the foot pedal set-up for the device. The serial number of this device was not necessarily the same one involved in event as this is being submitted for awareness of potential risk. Situation: referred by office of patient experience. Mop is filing a grievance about patient's surgery and error that caused complications that needed repair. Background: patient had tonsillectomy surgery and the patient's arteries were mistakenly cut resulting in significant bleeding, immediate consult and surgical repair by vascular surgery and admission for subsequent care and monitoring. Assessment: the bleed that the patient experienced was the result of accidentally stepping on the wrong foot pedal of the surgical tool. It is easy to accidentally switch modes and when this happens the tool can immediately cause tissue damage without any prior warning. The surgical team immediately took appropriate action to resolve the bleed. This tool is only used by otolaryngology. Disclosure to the parents was completed by the attending surgeon. Recommendation: this event was reviewed through by quality improvement team at the department of otolaryngology which includes hospital's adult otolaryngology. Icare submitted for standard review of opportunities to prevent reoccurrence and consideration for medsun reporting. There are different tones depending on the function, cauterize versus resecting, however there is no lead time with the tones. In this event, the provider's foot slipped onto the wrong side of the pedal. The provider intended to cauterize instead of resecting. Perhaps there is an opportunity to space out the foot pedals further apart or have a lead time for the tone before performing its function.